Event description:
It was reported that the patient was deceased. It was further reported that the patient was found in cardiac arrest, resuscitation efforts were initiated but were unsuccessful and the patient died. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Seventy ventricular-sensing integrity counts(sic) are observed on the counter, most of these counts occurring on the (B)(6) 2011, the noted date of death. High sic can indicate the presence of noise or intermittency in the system. In the two weeks prior to the date of death, there were five days that are registered as the patient receiving one or greater shocks in that 24 hour period for ventricular tachycardia/ventricular fibrillation episodes. Two 35 j shocks were delivered on the date of death, (B)(6) 2011.

Manufacturer narrative:
Additional information received indicated the cause of death is unknown and that the patient had a seizure and was unresponsive. On the day of death, the patient had received two shocks from the implantable cardiac defibrillator for ventricular fibrillations which was appropriately detected and terminated. It was reported that the death was not related to the device or lead system. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Seventy ventricular-sensing integrity counts (sic) are observed on the counter, most of these counts occurring on the (B)(6) 2011, the noted date of death. High sic can indicate the presence of noise or intermittency in the system. In the two weeks prior to the date of death, there were five days that are registered as the patient receiving one or greater shocks in that 24 hour period for ventricular tachycardia/ventricular fibrillation episodes. Two 35 j shocks were delivered on the date of death, (B)(6) 2011.